Event description:
It was reported that the pt was in the intensive care unit. No pt symptoms were reported. The report indicates that the "pt was to have a refill today". The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.